Event description:
A malfunction alarm, identified as malf 12, was reported. There was no adverse impact to the customer's blood glucose level. The customer received information on how to reset the pump from technical support and successfully reset it, ensuring the malfunction did not recur. They were advised to continue using the pump and to contact support if the issue arises again, which the customer understood and acknowledged.